Event description:
Hemoglobin a1c resulted in erroneous results, which were reported to clients and pts. One pt went to his dr to change his course of treatment and got retested to find out his result was wrong. All qcs passed and no maintenance was performed in between qcs and pt samples. The only thing that changed from qcs to pt was that the total hemoglobin reagent went below 30 replicates remaining. Reagent was changed and recalibrated to result in the correct results. Four total pt results were affected and reports had to be corrected. Dates of use: (B)(6) 2017 to (B)(6) 2017. Event abated after use stopped.